Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. The physician confirmed that artery size to be adequate. The deployed depth of manta is unknown. Heart valve was deployed. No difficulty noted while using procedure sheaths. Images received from the account confirmed manta deployed intra arterially. The access site is close to the femoral bifurcation. Per IFU: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in: 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. A surgical cut down was employed to remove the manta and close the vessel. Based on the information, the most likely cause of the issue is user error.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. User error has been identified as a contributing factor in this complaint. The manta instructions for use lists warnings that include: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The manta instructions for use provides precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices have been identified including ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. It was reported that the patient's femoral artery size was adequate. The heart valve delivered was a 34 mm valve. There were no reported issues of difficulty advancing or withdrawing the procedure sheaths. The femoral access was reportedly made low at the femoral bifurcation. During closure of the femoral access site, the manta reportedly deployed entirely inside the femoral vessel. There was excessive bleeding at the closure site after manta deployment. A surgical cut down was performed to remove the manta and close the artery. The patient's condition was reported as "fine".